Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the multifunction cable connector on the device was broken and the multi-function cable cannot connect to the device. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4) for evaluation. During disassembly of the device to determine root cause, the technician observed damage consistent with mis-handling. Root cause could not be firmly established due to the observed damage. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.